Event description:
It was reported that the right atrial lead had high thresholds. The lead was capped and replaced. The device was also at eri (elective replacement indicator) and was explanted and replaced. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors. The device is part of the advisory for this model.